Event description:
Patient reported experiencing elevated blood glucose (20 mmols). Patient indicated that she had recently received a flu shot and traveled. Patient indicated that she switched to back-up device and her blood glucose returned to normal.